Event description:
It was reported that the pt was diagnosed with an asymptomatic cerebral infarction 2 days after the operation. The event was verified by CT. The causal relationship of the catheter and this event was unk. The doctor mentioned that the temperature increased to 45 degrees once during the procedure and the ablation was cut off. He decided to set the cut-off temperature to 42 degrees. The procedure was completed successfully, but the pt related event occurred post-op. Additional info received: the event was not life threatening. The severity of the asymptomatic cerebral infarction was severe. The procedure performed was the decollement of the pulmonary vein, targeting the left superior and left interior vein. The ablation setting was 30 watts and 40 seconds. For the esophagus area, the ablation setting was 15 to 20 watts and 20 to 40 seconds. The total number of ablations was 96 times. The ablation temperature became over 43 degrees after the 58th ablation. The temperature cut-off was activated at 45 degrees at the 62nd ablation. The starting temperature was 40 degrees. The pt is in stable condition with sequelae (unspecified). The pt was treated in the hospital; however, no details were provided regarding the treatment. The event required hospitalization; the pt was scheduled to be released from the hospital during the first week of the month. The outcome was described as "improved". The prognosis for the pt was "satisfactory"; however, the pt has sequelae. The causality of the event was described as possibly procedure related.

Manufacturer narrative:
The device was discarded by the customer and will not be returned to biosense webster for eval.